Event description:
The surgeon implanted a silicone lens model aa4203tl and was damaged during implantation. The lens was removed without pt injury. The model and lot numbers for the injector and cartridge are unk.

Manufacturer narrative:
Investigation is ongoing. There was no lens in the returned box. The product was not returned for eval.